Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The defect reported could not be verified. The following activities were performed service and repair functions. Reviewed service history. Attached box label and electrical safety. Performed fms solo system rework for fms connect interface cable. Replaced worn finger on complete pressure adjuster (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder arthroscopic surgical procedure, it was observed that the 4590 fms solo irrigation pump device filled the chamber on its own. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.